Event description:
Dealer states foot board is splitting.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-01580 indicting the manufacturer as geoby peregon healthcare products co. Ltd. The correct manufacturer is goodbaby.